Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and performed system checks, service assays and troponin precision test - all passed within specifications. No system hardware issues were noted. The fse verified the system performed to the manufacturer's published performance specifications. The customer stated quality control (qc) was within range prior to and after the event.

Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving access 2 immunoassay system. Subsequent testing recovered lower results, within the normal reference interval and one result was above the acute myocardial infarction (ami) limit. The elevated result was released out of the laboratory, an amended report was issued. The customer confirmed there was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.